Manufacturer narrative:
(B)(6). Investigation summary: customer returned photos of shelf cartons of 1/2cc, 8mm, 31g syringes from lot # 8085690. Customer states that there is no lot. The attached photos were examined and exhibited shelf cartons with no lot, manufacturing date, or expiration date information printed on the shelf carton. See attached photos. A review of the device history record was completed for batch# 8085690. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: potential root cause is the box may have been feed incorrectly during stamping of the information required.

Event description:
It was reported that a bd ultra-fine¿ ii insulin syringe had labeling error . The following was reported, "no lot."